Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode and loss of bluetooth low energy (ble) telemetry was noted. Abbott technical support was contacted and ble telemetry was reestablished, however, the device was unable to be successfully reprogrammed. No additional intervention has been performed at this time. The patient was in stable condition.